Manufacturer narrative:
Investigation of returned device revealed that the catheter and the guidewire used in combination were stuck each other, coil of the guidewire was loosened and deformed, and the tip of the catheter was found bit by the deformed coil of guidewire. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that the lesion crossing might be difficult or devices were trapped due to lesion, and rotational manipulation might be given to the guidewire and its coil deformed. Tip of the catheter locating at the same area was involved by the deformed and rotated coil and bit, rotational manipulation to the catheter is also thought to be given, resulting the aggravation of the stuck condition. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. IFU warning section describes: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel.

Event description:
To treat moderately calcified lesion at lad, a guidewire was advanced and the subject catheter was followed over the guidewire to cross the target lesion, however the devices got stuck each other.

Manufacturer narrative:
(B)(4).